Manufacturer narrative:
Based on available information, the reported slda was due to a combination of patient anatomy and procedural circumstances. The observed broken l-lock tabs was likely due to post-procedural shipping/handling as no related issues were reported. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to a combination of patient anatomy and procedural circumstances. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with an enlarged left atrium. Shortly after deployment of the first clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the treating physician's opinion, the slda was due to the patient's anatomy and insufficient leaflet grasping. It was also noted the steerable guide catheter was difficult to curve. The procedure was then concluded with 1 clip implanted and no change in mr. There was no clinically significant delay in the procedure and no additional information was provided.